Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after having received therapy due to undersensing. The device was explanted and replaced. No further information was available.